Event description:
It was reported that the pacemaker exhibited far-field oversensing on the atrial channel. Technical services (ts) was contacted by the health care professional (hcp), and ts discussed programming options. The pacemaker remains in service. No adverse patient effects were reported.